Manufacturer narrative:
Concomitant medical products: product ID: tm90p01, serial# unknown. Product ID: hh90p01, serial# unknown. Product type: mobile platform, product ID: hh90p01, serial# unknown. Product type: mobile platform. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The rep reported that they were having difficulty getting the handset and communicator to connect with the patient's stimulator in post-op after a placement case. The caller indicated that the communication failed many times, but that they were able to interrogate the ins and adjust stimulation. When they were trying to adjust the patient's amplitude, the communicator would unpair without moving. One time, when they were trying to turn down the amplitude, it unpaired and when they reconnected the amplitude had turned up 'one notch'. The caller assumed that the software application version was the most recent version, but was unable to confirm. There were no patient complications reported as a result of this event.